Manufacturer narrative:
The reported problem system error 345 then it shuts off, however the device was not returned for evaluation and therefore a sample analysis could not be completed. The event history log (ehl) review was performed and revealed a single event of system error 345 on the customer-reported event date of (B)(6) 2020. There were zero occurrences of "improper shutdown!" On the reported event date, however the review revealed a single "improper shutdown!" Which occurred on (B)(6) 2020 after the user stopped an ongoing infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) then shuts off during therapy (medication, dose, programmed amount and delivery rate unknown) at the med-surgical area. There was no known patient injury or medical intervention associated with this event. No additional information is available.